Event description:
The following was reported via maude event report ((B)(4)): it is alleged that the patient was implanted with the bard mesh on (B)(6) 2001. "I had a hernia operation and a marlex mesh from cr bard was used to repair it. Mesh is corroding and severe pain is now in groin area."

Manufacturer narrative:
We are unable to contact the reporter since no contact information was provided. This MDR includes all event and device information davol has received to date. Based on the limited information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient reports pain in the groin area. Currently, product identifiers have not been provided, therefore, a manufacturing review is not possible. Without additional information, no conclusion can be drawn.